Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter technical services to report a system error 2240 (indicating air in the set) on the homechoice device during dwell 1. The technical service representative assisted to clear the alarm and advised to use new disposable supplies. Follow up with the nurse revealed that she was aware of the alarm and that the homepatient is doing fine. She did not know what caused the alarm and did not report any injury or medical intervention.